Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
A consumer reported the patient committed suicide on (B)(6) 2016 and died which was indirectly related to their parkinsons and deep brain stimulation (dbs) therapy. It was noted the patient didn¿t die in a medical facility, hospice, or care facility, and it was unknown what happened to the devices after the event since the patient was cremated. Autopsy records were available, but the consumer didn¿t have them at the current time since they weren¿t provided to them. It was noted prior to the patient¿s passing they were taking medication to help them with sleep and tremors along with an antidepressant, but no patient symptoms were reported. Relevant medical history includes parkinsons dual and movement disorders.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had serious depression (which they never had good control of) following separation form their spouse which was caused by their mania and hyper sexuality. It was noted the mania and hyper sexuality seemed to resolve however, the patient had some regret about decisions they made during the time when stimulation was in the more ventricle aspect of their brain followed by their wife leaving them so the patient suffered depression despite reprogramming, starting on medications for depression, and receiving counseling. According to the hcp the relatedness of the deep brain stimulator device/therapy was kind of ¿murky to some degree¿ since certain stimulation parameters caused some mania but it seemed to resolve through reprogramming. As far as the hcp knew the patient didn't have any suicidal symptoms prior to their successful suicide attempt, or at least the patient hadn't expressed any in clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.